Event description:
Administrator relates the healthcare professional (hcp) reportedly setup this meridian device, completed the prime, hung a new bag of normal saline and placed the device in recirculation. A pt noticed the "full" bag and reported this to the hcp. The hcp reported there was so much fluid backed up into the bag it looked like it would burst. The bag weighed 3.1kg. Staff has been instructed to remove entire setup when this occurs and start with all new tubing because administrator suspects there is solution other than the saline in the lines since the saline bag initially only holds 1 liter. There has been no medical intervention or pt injury associated with these events since this occurs prior to the initiation of treatment.